Event description:
During a gi cell aspiration procedure, the physician used a wilson-cook gi aspiration needle. At this time, the needle detached from the inner catheter. It is unknown if the detached portion was retrieved. Additional info was requested, but was unable to be provided by the initial reporter concerning retrieval of the needle. Post procedure, no injury to the pt was reported.